Event description:
It was reported during an unknown patient procedure that inserter handle and cup trial were separated during impaction and could not be reassembled. The surgeon shaved the bone around the trial and removed the trial with a 60 minute delay. The procedure was completed successfully without any health consequences or impact.

Manufacturer narrative:
The complaint sample was returned to viant for evaluation but the evaluation has not yet begun. Viant is awaiting additional information regarding the event to assist and proceed with the evaluation. Once all the required information is received, the evaluation will be completed and a follow-up medwatch 3500a emdr will be submitted accordingly. Medical device reporting for manufacturers: guidance for industry and food and drug administration staff, issued on november 8, 2016, provides guidance on MDR reporting as it pertains to delay in surgery in section 4.1. It states: "if the failure of a device causes a delay in surgery and this delay may have caused or contributed to a death or serious injury to a patient, then this event would be reportable." For this particular reported event, no impact or consequence to the patient was reported. The guidance goes on to state, "if you determine that your device did not cause or contribute to a death or serious injury, the event may still be reportable if you determine that the device malfunctioned and the device, or similar device you market, would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." Due to the extended exposure of anesthesia of thirty (30) minutes and/or greater and potential complications which can occur during a hip replacement procedure, this event is being reported solely due to the thirty (30) minute and/or greater delay and not the malfunction. Complaint information provided by distributor, stryker. Foreign as event occurred in japan.

Manufacturer narrative:
The complaint sample was returned to viant for evaluation and the reported event is unconfirmed. The offset cup impactor had functioned when threading on and off a cup fixture numerous times without fail as intended. To evaluate the reported failure, the function of the device was checked using a cup fixture per the viant impactor function and resistance test work instruction. The device was able to thread on and off and cup fixture numerous times without any issues or complications. Per the above evaluation, the reported event is unconfirmed. Further inspection of the device revealed the following other observations; the threaded tip shows no signs of deformation or damage from threading on and off the cup fixture. The impactor body nose has signs off damage/gouging which is not expected in this area. The ratchet teeth show signs of wear from repeated use. The metal handle has dents from possible impaction which is not intended on the handle. The strike plate show minimal signs of use. The chain is able to rotate freely within the impactor body without any friction. The universal joints (uj) on the chain shows no signs of breakage or deformation. The IFU sent with this device today, man-004011 rev b, states the following; end of life is determined by wear and damage due to intended use, visually inspect for damage and wear. If the instrument is damaged and worn, it is considered at the end of its life and should be discarded, check hinged instruments for smooth movement, when the UDI carrier(s) is no longer readable, the instrument is to be discarded, viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The viant risk management files were reviewed to the reported failure mode is captured and assessed within the viant device history files (dhf). The review revealed there is a similar failure mode identified and mitigated to the lower possible risk region. The device history records (DHR) was reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. Assembly of the offset cup impactor with a cup fixture was verified at 100% frequency in operation 80 (assembly), 240 (assembly), & 800 (final inspection) during the assembly level and again at operation 800 (final inspection) during the final completed level. This device had experienced approximately 1.41 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. From the investigation performed, the device has signs of non-normal use conditions as the device exhibits signs of misuse (off-axis impactions). Overall, the device is in great condition with exception of the off-axis impactions/gouging found on the metal handle and impactor nose regions. The issue may lie in the cup trial used in combination with the offset cup impactor or possibly user related. As prescribed in the viant medical instructions for use (IFU), viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. In conclusion, the reported event is unconfirmed since the returned offset cup impactor functioned when threading on and off the cup fixture numerous times without fail as intended. Additionally from the investigation performed, the device has signs of non-normal use conditions as the device exhibits signs of misuse (off-axis impactions). No further investigation with regard to this complaint is required. B5: additional information received indicating surgery type. D9/g3: new information received via device received by manufacturer. H6: updated type of investigation, investigation findings, and conclusions.

Event description:
It was reported during a right total hip arthroplasty patient procedure that inserter handle and cup trial were separated during impaction and could not be reassembled. The surgeon shaved the bone around the trial and removed the trial with a 60 minute delay. The procedure was completed successfully without any health consequences or impact.